Manufacturer narrative:
A visual inspection was performed. The suture was found tangled at the bladder bond end, the suture hole was torn on the bladder pigtail, and the suture was found cut. A mandrel 0.038 inches was inserted through the stent and it passed properly, without resistance. A review of the device history record (DHR) was performed and no issues were identified which might have caused or contributed to this complaint. Therefore, the most probable root cause is ¿operational context¿.

Event description:
It was reported to boston scientific corporation that a contour ureteral stent was used during a bilateral cystoscopy chronic stent exchange procedure performed on (B)(6) 2013. According to the complainant, during procedure, the string was wrapped around the stent and they were uncomfortable pulling it. A scissor was used to cut the string that wrapped around the stent and to enable the stent to be freed from being tangled during the procedure. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. This event has been deemed a reportable event based on the investigation results; the suture hole was torn.